Event description:
It was reported that during a wrist surgery, it was observed that the hose of a motor device "was broken". The reporter clarified that "they were removing the screws from the top of a plate and one of the screws was stripped and broken. They had to re-screw with one that fit into the plate. The surgeons needed to use a carbide bit to remove the head of the screw to get the plate out." The reporter clarified that the motor device worked initially but then "made a hissing sound, like gas was escaping, like the hose had blown on it, and the drill stopped working". There was a ten minute delay to the planned surgical procedure. A spare identical device was available for use and "worked fine". No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.